Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure date is unknown. According to the complainant, during the procedure, it was noticed that there was "bubbling" during the cutting process. It was confirmed that there was no reported malfunction of the hydratome rx 44 device. The procedure was completed with this device. Post-ercp procedure, the patient had developed pancreatitis. The exact event date is unknown. The patient's hospitalization was prolonged with antibiotic therapy and continuous monitoring. In the physician's assessment, the cause of pancreatitis was due to "excessive inappropriate coagulation" caused by the "vector of coagulation power" being too high. Reportedly, the settings of the erbe vio3 electrosurgical unit (a non -bsc device) were lowered seemingly resolving the reported "excessive inappropriate coagulation." Reportedly, the patient has been given more intensive medical care.